Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 12x3.5mm, de novo target lesion containing a bend between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left main (lm) artery. A 16x3.50mm synergy drug-eluting stent was deployed at 20 atmospheres in the target lesion with no problem. A 4.0x15mm nc balloon catheter was then advanced to post-dilate the implanted 16x3.50mm synergy drug-eluting stent. Some resistance was encountered when the 4.0x15mm nc balloon catheter was advanced so the physician decided to remove the balloon; however, resistance was also met during the removal of the device. Subsequently, another wire was advanced to the lesion and a second synergy stent was advanced and deployed distal to the first 16x3.50mm synergy drug-eluting stent; however, the first 16x3.50mm synergy drug-eluting stent was noted to be "looking strange." Intravenous ultrasound (ivus) was then performed and it was confirmed that the 16x3.50mm synergy drug-eluting stent elongated. Subsequently, a 4.0x26mm non-bsc stent was advanced and deployed overlapping the first 16x3.50mm synergy drug-eluting stent. Ivus was performed again and everything looked okay and the procedure was completed. No patient complications were reported and the patient's status was stable.